Event description:
The report indicated that during a atrial flutter/persistent atrial fibrillation cardiac ablation procedure with a qdot catheter, the patient experienced low blood pressure, pericardial effusion/tamponade treated in the operating room. The report indicated that during the case, a tamponade/pericardial effusion was noticed. The patient¿s blood pressure falling led to the discovery of the event. The effusion was confirmed by looking at the ultrasound, and the patient was taken to the operating room (or) for a pericardiocentesis to be performed. The patient was stable, and fluid was still draining from the patient. A qdot catheter, octaray catheter (for mapping), decanav catheter (in heart) and a soundstar catheter were used during the procedure. All the catheters used during the procedure were discarded and are not available for return, and unable to provide the lot or catalog/reference numbers of the catheters used during the procedure. The medical team stated that it was not entirely sure what caused the injury but believe the catheter might have got into a pouch of some kind during ablation. No force or impedance rises and that is why they did not immediately notice the effusion. The effusion was noticed 20 minutes after the catheter was in that position. During the procedure, it was noticed that there was heating at the edge of the catheter viewer, but it was blue in the middle and that was why they did not immediately check anything.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).